Event description:
Procedure type: urogynecological. According to the reporter: it was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced serious and permanent injuries, pain, disfigurement, physical impairment, progression of existing conditions and has required and will require continued medical treatment. Product was used for therapeutic treatment.

Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4).

Manufacturer narrative:
Additional information: describe event or problem, if follow-up, what type?, date received by MFR, type of reports.

Event description:
The preoperative diagnosis was international continence society stage 1 vaginal vault descent, international continence society stage 2 rectocele, and urodynamic stress incontinence. The postoperative diagnosis was international continence society stage 1 vaginal vault descent, international continence society stage 2 rectocele, urodynamic stress incontinence, and urinary retention. The procedure performed was a uterosacral ligament vaginal vault suspension, rectocele repair with mesh, boston scientific tension-free suburethral sling placement, cystourethroscopy, and suprapubic tube placement.

Manufacturer narrative:
(B)(4). Supplemental MDR# 02 sent to FDA on 01/22/2015.

Event description:
Per additional information received, the patient has experienced unspecified urinary problems and unspecified bowel problems.

Manufacturer narrative:
(B)(4). Supplemental MDR# 01 sent to FDA on 01/14/2015.